Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 45 mg/dl. The customer was assisted with troubleshooting. The customer was treated food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did used auto mode feature at time of low blood glucose event. Customer stated that she went to work on her way to work she had a protein bar and an apple, she calibrated twice and got calibration not accepted with change sensor alarm. The insulin pump will not be returned for analysis.